Manufacturer narrative:
The device is being quarantined at vitas healthcare and will not be returned to caire. If any additional information is discovered, a follow-up report will be submitted.

Event description:
Patient was smoking while on o2-concentrator. When the cigarette ignited, the oxygen exploded. The patient sustained second and third degree burns on 50% of the left side of his face. The left nares and the left eye area were also charred.